Manufacturer narrative:
: According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008 that a prolieve thermodilatation kit was used during a prolieve procedure on a male patient (weight is unknown). According to the complainant, during setup, the cassette was not recognized by the machine as being connected correctly". The procedure was completed with another of the same prolieve thermodilatation kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". After the procedure, the physician expressed concern that the anchoring balloon had no water in it, therefore it leaked.